Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
During investigation of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt had a damaged cable. There is no information to suggest that the lifevest caused or contributed to the patient's death. The damage likely occurred during device removal.